Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was vcpb841d. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The lot/batch that was provided is invalid; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event is not valid, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an open cholecystectomy on (B)(6) 2024 and suture was used. During abdominal closure by interrupting suture, the needle tip was broken. No pieces were left inside the patient. The product was used on the fascia. The operation time was no extension. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * please provide the lot number. Uazaqt. * did the needle piece fall into the patient? No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2025. Corrected information: g3 ¿ follow up # 1 of 2210968-2024-12478 was not reported late. The g3 date received by manufacturer was incorrectly reported within follow up # 1 of 2210968-2024-12478. The correct date is 029-01-2025, which makes the report submission due date to be 28-02-2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.